Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A healthcare profession reported that the implantable neurostimulator (ins) battery was malfunctioning and was replaced. The patient was implanted for spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no telemetry and no output due to a normal end of life for the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.